Event description:
It was reported that the patient presented in emergency room and admitted to hospital. The patient's competitor device had administered multiple high voltage therapies which were not delivered via right ventricular lead. Upon interrogation, high voltage impedance measurement did not register. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.